Event description:
It was reported that after an initial bunion surgery on (B)(6) 2021, all hardware was removed in a revision surgery on (B)(6) 2022 due to swelling. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2021, all hardware was removed in a revision surgery on (B)(6) 2022 due to swelling. Additional information indicates the patient's bones were completely fused but the patient requested the hardware be removed as there was swelling around the implant area. No devices were returned for evaluation as they were kept by the patient. The device history records for all devices intended to be implanted (sk28, sd20, and sd21) were reviewed and no non-conformances or issues during the manufacture or release of the devices were identified that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, the most likely cause cannot be determined. There were no deficiencies or malfunctions alleged/found with any tmc device, nor were there any reported issues with placement of the device or healing of the surgical site. The company will supplement this MDR as necessary and appropriate.